Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; two photos and one video were provided for review. Both photos show the native label and product package in which product details were mentioned and verified with tw details. The video shows the partial view of red luer-lock connector of the catheter attached to an external syringe. The fluid was noted to be leaking at the red luer-lock connector and syringe junction while injecting/aspirating. However, the surface of the red luer-lock connector was not clearly visible, and it is unclear whether the red luer lock connector surface (or) connection between red luer-lock connector and syringe caused the issue. Therefore, the investigation is confirmed for the reported fluid leak issue, and the investigation is inconclusive for the reported fracture issue as the provided photos and video were not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis placement procedure using homestar. During the implantation of a hemostar hemodialysis catheter, fracture and fluid leakage was observed between the red luer-lock connector and the syringe and there was no complete rupture. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos/video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during the implantation of a hemostar hemodialysis catheter, fracture and fluid leakage was observed between the red luer-lock connector and the syringe and there was no complete rupture. There was no reported patient injury.